Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 alarm was reproduced. A review of the event history log revealed 'system error 345' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition were determined to be a failed ultrasonic sensor and force sensor. The ultrasonic and force sensors requires replacement to address this issue. During evaluation, the device was not recognizing a closed door. The cause was identified to be the lower hook switch and link switch, and the lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.